Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
It was reported that the pump is "buzzing." No sound is made but it is vibrating for 20-40 seconds at a time. The vibrations happen 6-7 times per day. The patient "thought he was going nuts" but a co-worker could also feel it. No change in therapy. The pump is infusing dilaudid. It was later reported that patient had an episode last week where he was extremely somnolent for about 24 hours and didn't take his normal oral medicine and also wasn't really aware of anything his surroundings or what was going on. He could be aroused but he just went right back to sleep and then for the next total day while he was up and about he had no pain. He was to visit the hcp tomorrow and would be evaluated for what he had just experienced. This episode happened last week. He felt vibrations with his pump, clicking sounds, a grinding noise, and was to be evaluated for the same by his hcp tomorrow. Per reporter patient was on flex dosing. It was last tuesday during the day when the "possible overdose" symptoms started at 5:30 in the morning. His usual basal read is 0.16 mg per hour. The bolus was only 0.22 mg per hour and then he got another one that is that same amount, at another time of day and then he got a third bolus that was actually twice as fast. It's at 0.44 milligrams per hour but that was at 11:30 at night and since patient was never awakened hcp thought he may be referring to the clicking and vibration or whatever while he's awake during the day during boluses however was to yet evaluate the patient. Patient had a combination, of hydromorphone 12.5 mg per cc and clonidine 2000 mcg per cc. Patient indicated that he had not had oral meds that morning. The following day patient was a lot more awake but he had no pain. Hcp was currently considering possible causes and questioned "catheter tip breaking loose and spilling out of a bunch of meds." In regards to volume accuracy it was stated that the last time patient was "not off, was actually under." The following day it was reported that they were going to need to replace a pump because it's malfunctioning. Per reporter patient had been vibrations for a while also grinding, clicking sounds coming from the pump. Audible, per patient and his wife, and other people had said they hear and the vibration right around the pump itself, and patient can feel and it's on a daily basis that he feels this. In addition patient also had an incident last week where he got up in the morning and hcp felt "like he had a drug overdose." He was standing up, sleeping while he was standing up, he got in his car and was driving, drove across a median, barely made it home again, slept all day long, and then had much lower amounts of pain since then but especially for the first 48 hours after this, all day sleeping thing went on. As of the date of this report patient was in to see the doctor and they did a log check and nothing showed up (B)(6) 2013 which was one of the last times he was in. They did a pump refill and he should have had 2.8cc but the actual was 1.4 so some discrepancy there but not great. Patient reported that he had this vibration at the pump every day and per hcp patient was reliable. Besides the vibration the hcp couldn't account anything else for overdose hcp listened to the pump with the stethoscope and could hear the ticking just regular sounds in the pump. The physician wanted to replace his pump on monday and also that he found the pump on a recall list. The physician was quite concerned about this because the patient travelled a lot and, was in a vehicle a lot, and they didn't really want him to be unsupervised and hcp couldn't really figure about what else it could be besides the pump. Drug infused was 4.1 mg per day of dilaudid. He was last refilled on (B)(6) 2013. The vibrations were felt right on that hip and right around the pump. And people are feeling it on the outside, not just him feeling it on the inside, like it was on a peripheral nerve" and hcp wanted to know what was causing this in terms of the pump itself." It was later added that along with an extreme episode of somnolence last week patient had "long lasting pain relief." Considering this and patient's ongoing issues with pump vibrating, audible clicking, and grinding sounds hcp had decided to replace the pump on (B)(6) 2013. Clinicians did a pump log and it showed nothing. Additional information obtained from the healthcare provided indicated that there was a pump malfunction with questionable release of extra medication causing extreme somnolence for 24hrs with improper pain relief for 48-72hrs and symptoms of vibration and grinding sounds from the pump. Following pump replacement patient outcome was noted as recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.